Manufacturer narrative:
During inspection and testing, service found the eye shade was broken/cut. A review of the device history record found no deviations that could have caused or contributed to the broken eye shade. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the device has been in use for more than eleven years. Since the eye shade is made of rubber, it may be cut due to deterioration over time or handling such as pulling strongly. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual instructs the user to contact olympus without using the device if an abnormality is found. Olympus will continue to monitor field performance for this device. The reported issues (dirt and missing parts) were confirmed during testing. In addition, the optical axis was misaligned during turret switching, the zoom/focus switch stuck and returned poorly, the zoom shaft was out of grease, the main side turret variable power was heavy, and the optical system was dirty. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
An olympus employee reported there was dirt inside the objective lens of the loaner device, and the screw cover, screwed cap and connection mount screw were missing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the eye shade was broken/cut. This report is being submitted for the malfunction found during evaluation (broken eye shade). There was no harm or user injury reported due to the event.